Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed no picture, also a quick flash of white light. The event occurred during set up.there were no reports of patient harm.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d9,h2,h3,h4, h6, h11 corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history, b5 and h6 - health effect - impact code. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.